Manufacturer narrative:
The device was not returned for analysis; therefore, no physical or visual analysis of the product could be performed. The safari2 guidewire was reportedly disposed. Lot traceability was provided. A review of the device history records of the specimen device did not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for obvious defects prior to shipment. The history records indicate this product was final inspected tested at lake region medical and was determined to be acceptable. Ias noted in the device instructions for use (dfu), "monitor wire position throughout the procedure for proper placement of the curve or distal tip". As noted in the complaint narrative; "physicians have not blamed the device, considered the situation only as a jatrogenic one" and "physician assessment of the relationship of the event to the device? Unrelated". The complaint narrative identifies the following complicating patient physiologies: "was the aortic annulus calcified? Yes" "was the iliofemoral severely tortuous? Select no or indicate severity: severe" "was the iliofemoral severely calcified? Select no or indicate severity: severe" perivalvular leak is an expected occurrence for varying degrees of leak post implant and the need to balloon it hoping to expand. The migration of the valve is a known complication. A "valve-in-valve" procedure was then completed and patient was reportedly stable. The decision to implant a second valve within the embolized valve is a common resolution for situations where the first valve position has migrated or is not positioned as intended. At this time, it is not possible to assign a definitive root cause for the event as reported. The complaint is non-verifiable as the product was not returned for evaluation. Based on the information provided, it appears that procedural and/or clinical factors impacted on the event as reported. If additional information is received a follow-up medwatch report will be submitted.

Event description:
Transcatheter aortic valve replacement (tavr) procedure as reported: it was reported that: "the accurate neo small valve has been implanted without any problems with good result. In first evaluation contrast shot some amount of contrast in left ventricle was observed so the decision to replace safari guidewire for pigtail has been made. During the safari removal, the pigtail from left ventricle has been lost. In the next evaluation contrast shot mild pvl has been observed, so decision to cross the prosthesis with pigtail has been made to get the access for potential postdilation. During attempt to pass the pigtail to the left ventricle for postdilation, pigtail catheter has been tangled with one of the stabilization arches and pulled with wire inside, which caused dislocation of the prosthesis. After the echo and clinical assessment (moderate to severe regurgitation with stability of the patient's condition), the decision to implant second valve has been made by the team with proctor support. Procedure of accurate-in-accurate has been performed with acceptable result (moderate pvl) and good patient's condition. Physicians have not blamed the device, considered the situation only as a jatrogenic one.